Event description:
Rayner intraocular lense limited received notification from the (B)(6) hospital of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided to rayner by the rayner sales specialist who was present during the procedure states "plunger was depressed and no resistance was felt, the blue plunger appeared to be flat when viewed through the tip of the injector¿ the first optic and haptic came out but the whole trailing haptic was caught between the nozzle and the blue plunger. The surgeon tried retracting the plunger but the lens was being dragged back".

Manufacturer narrative:
(B)(4). The rayner sales specialist has advised rayner of the corrective action taken by the healthcare facility and comments that "consultant¿.took over and pulled the injector back out of the eye and used a blade to cut the lens where it was caught in the injector in order to free the lens. The wound was enlarged and the lens was explanted. An alcon acrysof lens was implanted and a stitch was used to close the wound. The pt was fine". Our review of production records for the r-inj-04 injector batch b330 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of production records from the month of manufacture of the r-inj-04 injector (september 2012) confirms that no other incidents, of any type, have been received against the r-inj-04 injector batch b330. The r-inj-04 injector has been returned to rayner for analysis. The results of the analysis performed will be provided in a follow up report.